Manufacturer narrative:
The evoke scs system remains implanted. The root cause of the change in stimulation location cannot be definitively determined. The evoke scs system surgical guide lists potential risks associated with spinal cord stimulation including, "undesirable changes in stimulation sensation and/or location and the patient may require surgery (including revision, explant, and replacement) as a result¿.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation location. The patient reported a previous fall, which was not caused by or attributed to the evoke scs system. An x-ray and impedance check were performed with no device issues identified. Reprogramming attempts were unable to establish adequate therapy coverage. A revision procedure was performed to reposition the leads and resolve the reported event.